Event description:
It was observed that during the device evaluation, the flex video scope inside of the lightguide lens had a stain. There were no reports of patient involvement.

Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found the stain (foreign material) inside the light guide-lens on the provided photos by sbc, we could not identify the stain (foreign material). Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause could not be identified. No reprocessing information was provided by customer. A definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.